Event description:
We received a report that an intraocular lens (iol) was explanted from the patient's right eye after he complained of his vision ''being off center''. In follow up it was learned that following the implantation of the iol the patient had a pterygium removed with an amniotic membrane allograft. Following the pterygim removal the iol dislocated. It was decided to explant the iol which required an incision enlargement to remove it. A 3-piece tecnis multifocal was implanted in the same procedure. The incision enlargement resulted in significant astigmatism. A vitrectomy was not required and the patient is reported to be doing very fine.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection shows the returned sample can be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. It can be seen the lens is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.